Event description:
During ptca procedure, md attempted to advance the gto device into the rca over lucee wire when tip came apart from wire. Md attempted to remove wire tip unsuccessfully resulting in dissection of the proximal right coronary artery. Pt therefore required coronary bypass graft and removal of foreign body.